Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event of low pacing impedance was due to coil damage and insulation breach from suture sleeve tie down forces that shorted the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited low pacing lead impedance. The lead was removed and replaced. The patient was in stable condition.